Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem and noted a lifted air in line detector. The downstream occlusion seal and air in line detector were replaced. The device then passed all functional tests. The service history review had indicated that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal was not fully attached. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.